Event description:
Following a warranty inquiry, we were informed that there was a defect in the blower. Lmt tried to get more information about this defect and tried to find out if there was an injured party. Despite repeated inquiries, lmt did not receive any information about an injured party.